Manufacturer narrative:
Unable to duplicate issue. Cause not determined. No failure/fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that patient was registered in common manner and navigation accuracy was verified by the physician by navigating to known anatomical land marks. Beginning of the procedure all was well. When the surgeon introduced the maxillary balloon to the field and attempted to verify accuracy, the balloon navigated almost 1cm anterior of the nose while physically being placed at tip of patient's nose. They verified accuracy with registration probe and straight suction but balloon continued totrack about 1cm anterior. User opened a second maxillary balloon which navigated perfectly. When we got to the frontal balloon, identical situation occurred. Surgeon again verified via registration probe and straight suction but frontal balloon also navigated about 1cm anterior to expected location. User immediately opened second frontal and navigated without error. They also ballooned the patient's sphenoid sinus without incident. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.